Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual and functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The device had been placed on a tooth location #unk for an unknown duration of time. X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the abutment screw became loosened. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Date of event: unknown / not provided. Initial reporter name and address: last unknown / not provided.

Event description:
It was reported that the abutment screw loosened.